Event description:
It was reported that during the procedure, while checking the parameters of this right atrial (ra) lead, brady pacing could not be delivered, and there was no sensing established. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, while checking the parameters of this right atrial (ra) lead, brady pacing could not be delivered, and there was no sensing established. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was returned for analysis.